Event description:
During a urological surgical procedure, it was noted that a tip had broken off one end of a ragde needle. X-ray was done immediately and the tip was located on x-ray. The piece of needle was retrieved. Re-x-ray showed all the metal was removed.